Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of peritonitis in a male patient coincident with nutrineal pd4 unknown bag therapy intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient developed peritonitis. Information regarding hospitalization, laboratory data, action taken with nutrineal, treatment rendered, and outcome were not reported. The physician did not provide a causality statement for the event of peritonitis.